Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.010.523-us. Lot: l759641. Manufacturing site: (B)(4) release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. Visual inspection: the driving cap/threaded (part # 03.130.010, lot # h585144) was received at us customer quality (cq). The distal tip of the driving cap was stripped. The stripped condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during inspection. Due to the striped condition of the threaded tip, the device would not be able to properly mate with other devices. The overall complaint was confirmed for the driving cap. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the driving cap would not seat fully on the threaded hammer guide connector. The surgeon used the assembly in the partial seated position to insert the nail. The procedure was successfully completed. There was no patient consequence and no surgical delay reported. Concomitant devices reported: tfna nail (part number unknown, lot unknown, quantity 1), threaded hammer guide connector (part number 03.037.120, lot l735215, quantity 1), threaded hammer guide connector (part number 03.037.120, lot 9113148, quantity 1). This report involves one (1) driving cap/threaded. This is report 1 of 3 for (B)(4).